Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. The oxygen blending module board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the oxygen blending module board failing was due to the u28 oxygen transducer being out of specification.